Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) confirmed that the issue was caused by an incorrect application setting. The fse also confirmed that new rn (registration nurse) were loaded into the system, and all patients were updated. Later, the technical support specialist dialed into the cce to review the list of patients in the krmcgcu unit. Since all patients were on the pyxis es server, they were assigned to the correct unit, and the unit was linked to the appropriate pyxis device. The system worked as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.